Event description:
A foreign customer began using the microlet lancets in 2006. After 4-6 weeks, the skin on the customer's fingertips began to chap and bleed. The condition was not painful. By 2007, the symptoms extended to the middle of the customer's fingers. The customer saw his doctor two months later and was diagnosed with contact eczema with erythema and hyperkeratosis. Allergy tests performed found the customer had a cobalt allergy. The microlet lancets are made from stainless steel and cobalt is not one of the elements listed in the stainless alloy. The customer began using bd lancets and no longer had any allergic symptoms.

Manufacturer narrative:
A product code was not provided for the lancets. Lancets are also not assigned lot or serial numbers, so it's not possible to determine a manufacture date.